Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event: the piece on the picture attached broke during use. There was no harm to the patient, did not increase the surgical time, and the investigation is not necessary. Patient: (B)(6), male. Account name not found: (B)(6). Code: (B)(4). Lot: so2028629.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Examination of a provided photograph of the reported device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.